Manufacturer narrative:
(B)(4).

Event description:
The implantable neurostimulator lead wire eroded through the patient's skin. The hcp pushed the lead back under the skin and sewed the area shut. The patient also felt shocking in her lower body when the implantable neurostimulator battery got low to overdischarged. The patient was in jail and was not allowed access to her recharger. She was experiencing the shocking. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.